Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Three photographs of a powerpicc solo catheter were returned for evaluation. An initial visual observation of the photographs showed a powerpicc solo catheter with a split in the catheter tubing. The split was observed to occur in the circumferential direction. Due to the quality of the returned photographs, details of the damage on the split surfaces could not be discerned. Use residues were observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the patient discovered a crack in the catheter at the 12 cm mark after using it for nearly three months. The leak was discovered by a nurse during routine maintenance while the patient was readmitted to the hospital after using the device for more than two months. The patient had no subjective symptoms; after the leak was discovered, the catheter was removed and a new one was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.